Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: suture - unraveled. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after parking the foot, the suture appeared unraveled. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.